Manufacturer narrative:
The clamp was never returned for analysis, therefore no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spine reference clamp was damaged and needs to be replaced. There was no patient present at the time of the event.